Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient received medical intervention due to hypoglycemia. The patient's blood glucose levels dropped below 70 mg/dl while wearing the pod. Symptoms reported include loss of consciousness and patient had a seizure. Paramedics came to her home and stayed for 30 minutes to 1 hour, but patient does not recall the method of treatment that was provided.